Manufacturer narrative:
Reliability analysis inspected 1 random opened and used enlite sensor and perform a continuity resistance test. The sensor passed per specifications. A bicarbonate buffer test was also performed. The sensor passed with accurate readings. It was also found that 2 out of 4 sensors had a broken cannula and part was missing. Unable to confirm if the customer received the sensor in said condition because the customer returned the sensor opened and used.

Event description:
The customer reported via phone call that they had four defective sensors. The customer also reported that they had received a multiple calibration errors and bad sensor alerts. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer also mentioned a sensor discrepancy but declined troubleshooting because it was not happening during the call. The sensors were returned for analysis.